Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic infection ("infection (other) describe: pelvic") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, morbid obesity, vitamin d deficiency, breast cyst, endometrial polyp, fibrocystic breast, hypertension, trichomoniasis, back pain, shoulder pain, myofascial pain syndrome, neck pain and diabetes. Concomitant products included amlodipine besilate (norvasc), ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin (16)) since 2015, estradiol (estrogel) from 2017 to 2018, hydrocodone bitartrate;paracetamol (norco), metformin since 2016, phentermine from 2015 to 2017, tizanidine hydrochloride (zanaflex) from 2017 to 2018 and vitamin d nos (vitamin d) since 2015. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), 17 days after insertion of essure. On (B)(6)2010, the patient was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On (B)(6)2012, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6)2012, the patient experienced mood swings ("psychological or psychiatric problems condition: mood swings"). On (B)(6)2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: identified to have uterine fibroids"). On (B)(6)2018, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea and weight increased had resolved, the pelvic infection, menorrhagia, vaginal haemorrhage, uterine leiomyoma, hot flush, mood swings and migraine outcome was unknown and the headache and fatigue was resolving. The reporter considered dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, pelvic infection, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Fallopian tubes appear to be completely occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine fibroids, pelvic pain, menorrhagia". Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet and medical record was received. Events added from pfs- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pelvic infection, dysmenorrhea (cramping), weight gain, uterine fibroids, hot flashes, mood swings, migraines, headaches, fatigue". Reporter information, medical history, concomitant drug, height, weight, events onset date, events outcome, plaintiff¿s middle name was added. Essure insertion and removal date was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic infection ("infection (other) describe: pelvic") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, morbid obesity, vitamin d deficiency, breast cyst, endometrial polyp, fibrocystic breast, hypertension, trichomoniasis, back pain, shoulder pain, myofascial pain syndrome, neck pain and diabetes. Concomitant products included amlodipine besilate (norvasc), ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin (16)) since 2015, estradiol (estrogel) from 2017 to 2018, hydrocodone bitartrate;paracetamol (norco), metformin since 2016, phentermine from 2015 to 2017, tizanidine hydrochloride (zanaflex) from 2017 to 2018 and vitamin d nos (vitamin d) since 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), 17 days after insertion of essure. On (B)(6) 2010, the patient was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2012, the patient experienced mood swings ("psychological or psychiatric problems condition: mood swings"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: identified to have uterine fibroids"). On (B)(6) 2018, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced fatigue ("fatigue") and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and weight increased had resolved, the pelvic infection, menorrhagia, vaginal haemorrhage, uterine leiomyoma, hot flush, mood swings, migraine and pelvic discomfort outcome was unknown and the headache and fatigue was resolving. The reporter considered dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, pelvic discomfort, pelvic infection, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Fallopian tubes appear to be completely occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine fibroids, pelvic pain, menorrhagia". Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event pelvic discomfort was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.